Event description:
Per the audiologist's report, this child has had three head traumas since implantation. A CT scan was normal for positioning of the device. Integrity testing performed twelve days later, was consistent with normal receiver/stimulator function, but showed open circuit electrodes. The patient's parents are interested in bilateral implantation and explanation of the device. A surgery date has not been reported to cochlear at this time.